Manufacturer narrative:
Additional information: g3, h3 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the flange was detached from the main stem of the tracheostomy tube. It was reported that the flange of the first tracheostomy tube was detached from tube after 10 days of patient used, opened four devices with the same lot and all had the same issue before put onto patient. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: g3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted the flange was detached from the stem of the tube. It was reported that the flange of the first tracheostomy tube was detached from tube after 10 days of patient use. The reported issue was confirmed. The most likely cause was determined to be manufacturing related. Internal process improvements have been initiated to mitigate this issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the flange of the first tracheostomy tube was detached from tube after 10 days of patient used, opened four devices with the same lot and all had the same issue before put onto patient. The tube was replaced with other tube.

Manufacturer narrative:
D10 concomitant products: 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot # 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot # 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot # 202405258x) 7cn80r, 7cn80r 8.0mm adt flex trach w tg cuff x1, (lot # 202405258x) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.